Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited noise oversensing on the right ventricular (rv) lead channel, which led to 10 instances of inappropriate anti-tachycardia pacing (atp) and 6 shocks. Technical services (ts) was consulted on how to program tachy therapy off while a lead revision procedure is scheduled. No additional adverse patient effects were reported. This system remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).